Event description:
It was reported that (2) devices were used during a laparoscopic colon. It was reported by the affiliate that the er420 clips did not close and fell down. This happened with two clip appliers. Another device was used to complete the case. There was no consequence to the pt.